Event description:
It was reported that the system intermittently would not perform fluoroscopic x-ray. The system was unable to produce images. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the x-ray generator board were replaced during the service call. The system was tested and found to be working as intended and put back into service.